Event description:
It was reported that the health care professional (hcp) requested a review of a stored treated episode for this s-ICD that had one shock. Technical services (ts) looked at the episode, discussed there was double counting prior to the shock and the shock did slow down the rhythm. The physician believed the rhythm was rapid ventricular response and discussed that the patient had a history of 5 inappropriate shocks. Ts discussed possible reprogramming options such as increasing rate cut off, smart charge and considering a transvenous ICD. Subsequently this s-ICD was explanted and successfully replaced. This s-ICD remains in service. No additional adverse patient effects were reported.